Manufacturer narrative:
H3, h6: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a serious injury associated with a magnetom sola system. It was communicated that during an mr brain examination, the patient was injured as the table was exiting the bore. The technologist stated that the patient sustained a humeral fracture while the table was being moved out of the bore. Facility physicians were required to intervene, and the patient must undergo surgical treatment for the fracture.